Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with a 23-inch teflon infusion set, including a fingerstick reading of 382 mg/dl and a cgm reading of 399 mg/dl after a meal, and had been delivering additional corrective boluses beyond meal announcements, leading to maladaptation of dosing behavior; the user performed a full supply change and, per guidance, disconnected, performed fill tubing only, reconnected, and filled the cannula, after which glucose decreased to 191 mg/dl. Symptoms included elevated blood glucose. Outcomes included no hospitalization, continued device use, and shipment of replacement supplies. Investigation included product-use review and technical support troubleshooting. Investigation of this case revealed user-initiated corrective dosing that interfered with algorithm adaptation, with a viable infusion site and no device alarms. It was concluded that the event was attributable to use error in insulin dosing workflow, with device function otherwise consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.